Event description:
Results of "428 mg/dl, 246 mg/dl, 124 mg/dl, 386 mg/dl, 220 mg/dl, and 116 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control soltuion was replaced.